Manufacturer narrative:
The insulin pump had no button response and button error alarm due to flattened dome switch on the esc and act buttons. No moisture damage noted on the electronic assembly. The device also had a cracked reservoir tube lip, cracked battery tube threads, severely scratched case and scratched display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 15.0 mmol/l. The customer explained that the insulin pump was exposed to water and stated that the device did not have damage. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.